Manufacturer narrative:
Details of complaint: the customer reported that the monitor touch capabilities stopped working. According to the customer, they had to unplug it from the power source in order to reboot it. The customer pulled it from the room and replaced it with a functioning one. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: nihon kohden (nk) received the device on 06/01/2023. The nk repair center (rc) evaluated the device on 06/14/2023 and 06/23/2023 and could not duplicate the complaint both times. The unit ran on a simulator for an extended period with no errors. A definitive root cause could not be determined since the complaint could not be duplicated. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 05/24/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 06/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 06/05/2023 emailed the customer via microsoft outlook for device information: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the monitor touch capabilities stopped working. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the monitor touch capabilities stopped working. According to the customer, they had to unplug it from the power source in order to reboot it. The customer pulled it from the room and replaced it with a functioning one. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6: attempt #1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6: attempt #1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7: attempt #1: 05/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 06/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 06/05/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10: attempt #1: 05/24/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt #2: 06/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt #3: 06/05/2023 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that the monitor touch capabilities stopped working. There was no patient injury reported.